Event description:
The user stated she was seeing a disparity on calcium results between this analyzer and results for calcium from their reference lab. She states this is not evident on all pt samples, but it is manifested on a substantial number. The issue arose when samples sent out to the reference lab for pth testing would result in a lower calcium value than her original calcium result. A physician questioned the results after seeing the original calcium result and the subsequent pth and calcium result from the reference lab. The physician believes the lower result from the reference lab is the correct result. The user states that she is not aware of any pts being treated due to the disparity in the pt results from her facility and the reference lab. The total number of pt samples involved was not given, however the user provided 94 examples going back as far as (B)(6) 2008. Of these, results for 14 samples were considered discrepant. All results are in mg per dl. Dates of repeat testing were not provided. Tested on (B)(6) 2008, initial result 11.7, repeat result 10.8. The field service representative could not find a cause and looked at the analyzer and found nothing wrong. He noted the calibration and qc were good and no shift had occurred. The user had stated that the analyzer had been and is currently operating correctly with no issues.

Event description:
The user stated she was seeing a disparity on calcium results between this analyzer and results for calcium from their reference lab. She states this is not evident on all pt samples, but it is manifested on a substantial number. The issue arose when samples sent out to the reference lab for pth testing would result in a lower calcium value than her original calcium result. A physician questioned the results after seeing the original calcium result and the subsequent pth and calcium result from the reference lab. The physician believes the lower result from the reference lab is the correct result. The user states that she is not aware of any pts being treated due to the disparity in the pt results from her facility and the reference lab. The total number of pt samples involved was not given, however the user provided 94 examples going back as far as (B)(6) 2008. Of these, results for 14 samples were considered discrepant. All results are in mg per dl. Dates of repeat testing were not provided. Tested on (B)(6) 2009, initial result 10.8, repeat result 9.8. The field service representative could not find a cause and looked at the analyzer and found nothing wrong. He noted the calibration and qc were good and no shift had occurred. The user had stated that the analyzer had been and is currently operating correctly with no issues.

Event description:
The user stated she was seeing a disparity on calcium results between this analyzer and results for calcium from their reference lab. She states this is not evident on all pt samples, but it is manifested on a substantial number. The issue arose when samples sent out to the reference lab for pth testing would result in a lower calcium value than her original calcium result. A physician questioned the results after seeing the original calcium result and the subsequent pth and calcium result from the reference lab. The physician believes the lower result from the reference lab is the correct result. The user states that she is not aware of any pts being treated due to the disparity in the pt results from her facility and the reference lab. The total number of pt samples involved was not given, however the user provided 94 examples going back as far as (B)(6) 2008. Of these, results for 14 samples were considered discrepant. All results are in mg per dl. Dates of repeat testing were not provided. Tested on (B)(6) 2009, initial result 10.7, repeat result 9.8. The field service representative could not find a cause and looked at the analyzer and found nothing wrong. He noted the calibration and qc were good and no shift had occurred. The user had stated that the analyzer had been and is currently operating correctly with no issues.

Event description:
The user stated she was seeing a disparity on calcium results between this analyzer and results for calcium from their reference lab. She states this is not evident on all pt samples, but it is manifested on a substantial number. The issue arose when samples sent out to the reference lab for pth testing would result in a lower calcium value than her original calcium result. A physician questioned the results after seeing the original calcium result and the subsequent pth and calcium result from the reference lab. The physician believes the lower result from the reference lab is the correct result. The user states that she is not aware of any pts being treated due to the disparity in the pt results from her facility and the reference lab. The total number of pt samples involved was not given, however the user provided 94 examples going back as far as (B)(6) 2008. Of these, results for 14 samples were considered discrepant. All results are in mg per dl. Dates of repeat testing were not provided. Tested on (B)(6) 2009, initial result 9.4, repeat result 8.6. The field service representative could not find a cause and looked at the analyzer and found nothing wrong. He noted the calibration and qc were good and no shift had occurred. The user had stated that the analyzer had been and is currently operating correctly with no issues.

Event description:
The user stated she was seeing a disparity on calcium results between this analyzer and results for calcium from their reference lab. She states this is not evident on all pt samples, but it is manifested on a substantial number. The issue arose when samples sent out to the reference lab for pth testing would result in a lower calcium value than her original calcium result. A physician questioned the results after seeing the original calcium result and the subsequent pth and calcium result from the reference lab. The physician believes the lower result from the reference lab is the correct result. The user states that she is not aware of any pts being treated due to the disparity in the pt results from her facility and the reference lab. The total number of pt samples involved was not given, however the user provided 94 examples going back as far as (B)(6) 2008. Of these, results for 14 samples were considered discrepant. All results are in mg per dl. Dates of repeat testing were not provided. Tested on (B)(6) 2009, initial result 9.3, repeat result 8.2. The user also submitted validation data for three samples that we run on several different platforms in (B)(6). No specific dates of testing were provided. Results from two of these samples were considered discrepant. The field service representative could not find a cause and looked at the analyzer and found nothing wrong. He noted the calibration and qc were good and no shift had occurred. The user had stated that the analyzer had been and is currently operating correctly with no issues.

Event description:
The user stated she was seeing a disparity on calcium results between this analyzer and results for calcium from their reference lab. She states this is not evident on all pt samples, but it is manifested on a substantial number. The issue arose when samples sent out to the reference lab for pth testing would result in a lower calcium value than her original calcium result. A physician questioned the results after seeing the original calcium result and the subsequent pth and calcium result from the reference lab. The physician believes the lower result from the reference lab is the correct result. The user states that she is not aware of any pts being treated due to the disparity in the pt results from her facility and the reference lab. The total number of pt samples involved was not given, however the user provided 94 examples going back as far as (B)(6) 2008. Of these, results for 14 samples were considered discrepant. All results are in mg per dl. Dates of repeat testing were not provided. Initial result was 10.2. Results from other analyzer: roche module p unit = 9.2; roche integra 400 = 10.1; beckman coulter lxi = 9.8; dade dimension rxl = 9.8; cobas 6000 at another lab was 10.3. The field service representative could not find a cause and looked at the analyzer and found nothing wrong. He noted the calibration and qc were good and no shift had occurred. The user had stated that the analyzer had been and is currently operating correctly with no issues.

Event description:
The user stated she was seeing a disparity on calcium results between this analyzer and results for calcium from their reference lab. She states this is not evident on all pt samples, but it is manifested on a substantial number. The issue arose when samples sent out to the reference lab for pth testing would result in a lower calcium value than her original calcium result. A physician questioned the results after seeing the original calcium result and the subsequent pth and calcium result from the reference lab. The physician believes the lower result from the reference lab is the correct result. The user states that she is not aware of any pts being treated due to the disparity in the pt results from her facility and the reference lab. The total number of pt samples involved was not given, however the user provided 94 examples going back as far as (B)(6) 2008. Of these, results for 14 samples were considered discrepant. All results are in mg per dl. Dates of repeat testing were not provided. Tested on (B)(6) 2008, initial result 9.8, repeat result 9.0. The field service representative could not find a cause and looked at the analyzer and found nothing wrong. He noted the calibration and qc were good and no shift had occurred. The user had stated that the analyzer had been and is currently operating correctly with no issues.

Event description:
The user stated she was seeing a disparity on calcium results between this analyzer and results for calcium from their reference lab. She states this is not evident on all pt samples, but it is manifested on a substantial number. The issue arose when samples sent out to the reference lab for pth testing would result in a lower calcium value than her original calcium result. A physician questioned the results after seeing the original calcium result and the subsequent pth and calcium result from the reference lab. The physician believes the lower result from the reference lab is the correct result. The user states that she is not aware of any pts being treated due to the disparity in the pt results from her facility and the reference lab. The total number of pt samples involved was not given, however the user provided 94 examples going back as far as (B)(6) 2008. Of these, results for 14 samples were considered discrepant. All results are in mg per dl. Dates of repeat testing were not provided. Tested on (B)(6) 2008, initial result 11.3, repeat result 10.4. The field service representative could not find a cause and looked at the analyzer and found nothing wrong. He noted the calibration and qc were good and no shift had occurred. The user had stated that the analyzer had been and is currently operating correctly with no issues.

Event description:
The user stated she was seeing a disparity on calcium results between this analyzer and results for calcium from their reference lab. She states this is not evident on all pt samples, but it is manifested on a substantial number. The issue arose when samples sent out to the reference lab for pth testing would result in a lower calcium value than her original calcium result. A physician questioned the results after seeing the original calcium result and the subsequent pth and calcium result from the reference lab. The physician believes the lower result from the reference lab is the correct result. The user states that she is not aware of any pts being treated due to the disparity in the pt results from her facility and the reference lab. The total number of pt samples involved was not given, however the user provided 94 examples going back as far as (B)(6) 2008. Of these, results for 14 samples were considered discrepant. All results are in mg per dl. Dates of repeat testing were not provided. Tested on (B)(6) 2008, initial result 12.2, repeat result 8.8. The field service representative could not find a cause and looked at the analyzer and found nothing wrong. He noted the calibration and qc were good and no shift had occurred. The user had stated that the analyzer had been and is currently operating correctly with no issues.

Event description:
The user stated she was seeing a disparity on calcium results between this analyzer and results for calcium from their reference lab. She states this is not evident on all pt samples, but it is manifested on a substantial number. The issue arose when samples sent out to the reference lab for pth testing would result in a lower calcium value than her original calcium result. A physician questioned the results after seeing the original calcium result and the subsequent pth and calcium result from the reference lab. The physician believes the lower result from the reference lab is the correct result. The user states that she is not aware of any pts being treated due to the disparity in the pt results from her facility and the reference lab. The total number of pt samples involved was not given, however the user provided 94 examples going back as far as (B)(6) 2008. Of these, results for 14 samples were considered discrepant. All results are in mg per dl. Dates of repeat testing were not provided. Tested on (B)(6) 2008, initial result 10.8, repeat result 10.0. The field service representative could not find a cause and looked at the analyzer and found nothing wrong. He noted the calibration and qc were good and no shift had occurred. The user had stated that the analyzer had been and is currently operating correctly with no issues.

Event description:
The user stated she was seeing a disparity on calcium results between this analyzer and results for calcium from their reference lab. She states this is not evident on all pt samples, but it is manifested on a substantial number. The issue arose when samples sent out to the reference lab for pth testing would result in a lower calcium value than her original calcium result. A physician questioned the results after seeing the original calcium result and the subsequent pth and calcium result from the reference lab. The physician believes the lower result from the reference lab is the correct result. The user states that she is not aware of any pts being treated due to the disparity in the pt results from her facility and the reference lab. The total number of pt samples involved was not given, however the user provided 94 examples going back as far as (B)(6) 2008. Of these, results for 14 samples were considered discrepant. All results are in mg per dl. Dates of repeat testing were not provided. Tested on (B)(6) 2008, initial result 10.5, repeat result 9.6. The field service representative could not find a cause and looked at the analyzer and found nothing wrong. He noted the calibration and qc were good and no shift had occurred. The user had stated that the analyzer had been and is currently operating correctly with no issues.

Event description:
The user stated she was seeing a disparity on calcium results between this analyzer and results for calcium from their reference lab. She states this is not evident on all pt samples, but it is manifested on a substantial number. The issue arose when samples sent out to the reference lab for pth testing would result in a lower calcium value than her original calcium result. A physician questioned the results after seeing the original calcium result and the subsequent pth and calcium result from the reference lab. The physician believes the lower result from the reference lab is the correct result. The user states that she is not aware of any pts being treated due to the disparity in the pt results from her facility and the reference lab. The total number of pt samples involved was not given, however the user provided 94 examples going back as far as (B)(6) 2008. Of these, results for 14 samples were considered discrepant. All results are in mg per dl. Dates of repeat testing were not provided. Tested on (B)(6) 2009, initial result 9.5, repeat result 8.6. The field service representative could not find a cause and looked at the analyzer and found nothing wrong. He noted the calibration and qc were good and no shift had occurred. The user had stated that the analyzer had been and is currently operating correctly with no issues.

Event description:
The user stated she was seeing a disparity on calcium results between this analyzer and results for calcium from their reference lab. She states this is not evident on all pt samples, but it is manifested on a substantial number. The issue arose when samples sent out to the reference lab for pth testing would result in a lower calcium value than her original calcium result. A physician questioned the results after seeing the original calcium result and the subsequent pth and calcium result from the reference lab. The physician believes the lower result from the reference lab is the correct result. The user states that she is not aware of any pts being treated due to the disparity in the pt results from her facility and the reference lab. The total number of pt samples involved was not given, however the user provided 94 examples going back as far as (B)(6) 2008. Of these, results for 14 samples were considered discrepant. All results are in mg per dl. Dates of repeat testing were not provided. Tested on (B)(6) 2009, initial result 9.5, repeat result 8.5. The field service representative could not find a cause and looked at the analyzer and found nothing wrong. He noted the calibration and qc were good and no shift had occurred. The user had stated that the analyzer had been and is currently operating correctly with no issues.

Event description:
The user stated she was seeing a disparity on calcium results between this analyzer and results for calcium from their reference lab. She states this is not evident on all pt samples, but it is manifested on a substantial number. The issue arose when samples sent out to the reference lab for pth testing would result in a lower calcium value than her original calcium result. A physician questioned the results after seeing the original calcium result and the subsequent pth and calcium result from the reference lab. The physician believes the lower result from the reference lab is the correct result. The user states that she is not aware of any pts being treated due to the disparity in the pt results from her facility and the reference lab. The total number of pt samples involved was not given, however the user provided 94 examples going back as far as (B)(6) 2008. Of these, results for 14 samples were considered discrepant. All results are in mg per dl. Dates of repeat testing were not provided. Tested on (B)(6) 2009, initial result 10.8, repeat result 9.7. The field service representative could not find a cause and looked at the analyzer and found nothing wrong. He noted the calibration and qc were good and no shift had occurred. The user had stated that the analyzer had been and is currently operating correctly with no issues.

Event description:
The user stated she was seeing a disparity on calcium results between this analyzer and results for calcium from their reference lab. She states this is not evident on all pt samples, but it is manifested on a substantial number. The issue arose when samples sent out to the reference lab for pth testing would result in a lower calcium value than her original calcium result. A physician questioned the results after seeing the original calcium result and the subsequent pth and calcium result from the reference lab. The physician believes the lower result from the reference lab is the correct result. The user states that she is not aware of any pts being treated due to the disparity in the pt results from her facility and the reference lab. The total number of pt samples involved was not given, however the user provided 94 examples going back as far as (B)(6) 2008. Of these, results for 14 samples were considered discrepant. All results are in mg per dl. Dates of repeat testing were not provided. Tested on (B)(6) 2009, initial result 10.5, repeat result 9.6. The field service representative could not find a cause and looked at the analyzer and found nothing wrong. He noted the calibration and qc were good and no shift had occurred. The user had stated that the analyzer had been and is currently operating correctly with no issues.

Event description:
The user stated she was seeing a disparity on calcium results between this analyzer and results for calcium from their reference lab. She states this is not evident on all pt samples, but it is manifested on a substantial number. The issue arose when samples sent out to the reference lab for pth testing would result in a lower calcium value than her original calcium result. A physician questioned the results after seeing the original calcium result and the subsequent pth and calcium result from the reference lab. The physician believes the lower result from the reference lab is the correct result. The user states that she is not aware of any pts being treated due to the disparity in the pt results from her facility and the reference lab. The total number of pt samples involved was not given, however the user provided 94 examples going back as far as (B)(6) 2008. Of these, results for 14 samples were considered discrepant. All results are in mg per dl. Dates of repeat testing were not provided. Initial result was 10.2 and repeat result on this analyzer two days later was 10.3. Result from other analyzers: roche modular p unit = 9.3; roche integra 400 = 10.02; beckman coulter lxi = 9.5; dade dimension rxl = 9.6; cobas 6000 at another lab = 10.0. The field service representative could not find a cause and looked at the analyzer and found nothing wrong. He noted the calibration and qc were good and no shift had occurred. The user had stated that the analyzer had been and is currently operating correctly with no issues.